Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent did not seem properly mounted. The physician predilated the 2nd diagonal with an unspecified balloon. The physician went to deliver the 2.50x16mm taxus express2 drug eluting stent but the stent "did not seem properly mounted." The physician removed the 2.50x16mm taxus stent and predilated with a non-bsc balloon of unk size and successfully completed the procedure with another of the same size taxus stent. There were no pt complications and the pt condition was reported as "fine". Further info was requested but was unavailable.

Manufacturer narrative:
Device analysis: the device has not been received for analysis; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.